Event description:
A female pt had lap sigmoidectomy for colorectal cancer in 2009. No radio/chemo-therapy, good blood-supply, no traction, good donuts, no per op leak. Pt was discharged 4 days later, after gas and stool passes. On about 5th day after discharged from the hospital, the pt complained a painful abdomen and was referred immediately by the gp to the hospital. Laparotomy indicated that the anastomotic area was completely opened. The stool was in the abdominal cavity and the ring could be seen. The ring was removed and a hartmann's procedure was performed

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: -the car ring was returned and evaluated by the company and no failure was detected, and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of a colorectal surgeries, and therefore, is considered to be an anticipated event with anastomotic devices. In this case the pt had a very low albumin (20 g/l), which is known to be associated with an increased anastomotic leak rate. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.